Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-03024 for the other associated device information. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat iii footswitch were used during a hemostasis procedure performed on (B) (6)2009. According to the complainant, no audible tones were produced from the unit when the footswitch was depressed. The procedure was completed with the same endostat ii electrosurgical unit and endostat iii footswitch. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).